Event description:
Caller reported the pump had stopped working because the rubber casing around the pump had worn out. Caller stated the buttons had stopped responding to presses. Caller reported she could see the gold metal casing under the buttons. Caller stated the buttons would not respond to presses; noticed the issue about 2 months ago. Caller reported it was the up and down buttons that did not respond. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.